Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that a non-recoverable error occurred. The site restarted the system. During the call with the intuitive surgical, inc. (Isi) technical support engineer (tse), the clinical sales rep (csr) brought the or staff in on the conversation; the issue returned. The tse reviewed the system logs and found that the second surgeon side console (ssc) 2 looked like it was losing communication. The surgeon joined the conversation and stated that he was going to undock and abort the procedure. The tse suggested that the issue may be related to a poorly connected blue fiber cable or power cord. The surgeon stated that they had already restarted, and they would not continue with the da vinci system. Isi followed up with the initial reporter and received the following additional information: the site resolved the issue and completed the case robotically as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse arrived on site and spoke with the staff present during the case. The staff described the problem as the the power cable from the surgeon side console (ssc) had come loose from its port in the wall, resulting in a power loss to the ssc and a subsequent 23 error code. The fse checked all of the blue fiber cable connections, as well as the power connections. The fse power cycled the system twice, checking the error logs each time, to ensure that there were no repeated issues. No issues were found. The system was tested and verified as ready for use. The complaint regarding the non-recoverable fault was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.